Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drugs via intrathecal infusion pump for non-malignant pain. It was reported that the patient¿s pump was removed ¿almost a year ago¿. It was reported that the patient had 2 implant site infection, but the dates were unknown. It was stated that the patient ended up in the hospital twice and that the hospital didn¿t give a good explanation why the patient was there. It was reported that the second time the caller thought the patient was ¿about to die¿. It was stated that the patient thought the pump was leaking. It was stated that the patient never got answers about what happened but after the pump was removed, they got better. The caller thought the pump had fentanyl but didn¿t know dose/concentration. No further complications were reported.